Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that before use, an unspecified bd needle malfunctioned. The consumer was ¿unable to press down on the syringe plunger to inject the insulin.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
A photo was received for evaluation. No lot # was given. Records indicate that there was an upward trend in complaints received from tandem diabetes during the month of june & july 2017. There was limited information (i.e. No lot #) provided by the customer which limited the extent of the investigation into the reported complaints for the complaints in which the lot # information was provided, such as this one, dhrs were reviewed and there were no non conformances noted and a search of the complaint database did not indicate any other complaints for the lot number identified. No further investigation could be conducted as no samples were returned by customer. Conclusion. Without a sample, bd was unable to determine a root cause for the reported incident